Event description:
Additional information was received for this case. It was reported that the previously reported inaccurate delivery was modified to state endurant main body was in fact successfully delivered to the intended landing zone. The endoanchors were implanted due to an observed type ia endoleak. There was a type ii endoleak from a lumbar artery. The aneurysm was 55.62 mm in diameter. The aortic neck was 27.15, 27.65, 28.01 mm, 26.65 and 28.55 mm in diameter from proximal to distal with a length of 37.5 mm. The neck angulation was 45 degrees.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the bifurcated stent graft was not implanted at the intended landing zone. An endurant cuff was implanted. Also, there was a proximal type I endoleak post implant, 10 aptus endoanchors were implanted to successfully resolve the proximal type I endoleak. No additional clinical sequelae were reported and the patient is doing fine.